Manufacturer narrative:
It was confirmed that a total of 4 cfu of bacteria were detected in the scope. Among them, it was confirmed that <2 cfu of yeasts and molds were detected, as well as unknown mass of a-hemolytic streptococci. The bacterial mass is unknown. The presence of a-hemolytic streptococci does not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Other subject device was returned and evaluated. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Bacterial identification: no growth. The subject device was returned and evaluated under related complaint with patient identifier (B)(6) where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The instruction manual of the subject device describes the reprocessing methods. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the ultrasound gastrovideoscope tested positive for four colony forming units (cfus) of a-hemolytic streptococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. It was also reported that the device was used three times while waiting for the hygiene microbiological investigation results.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing. The device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and as reported in b5 four colony forming units (cfus) of a-hemolytic streptococci were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Should additional relevant information become available, a supplemental report will be submitted.